Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach. A repeat procedure was not performed. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for many years. Lubricant was not used to facilitate capsule replacement. N other known adverse events were reported.

Manufacturer narrative:
(B)(4). Investigation summary: one bravo delivery system was received for evaluation. Visual inspection revealed no external damage and reason for failure to attach not identified.